Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was implanted in a lesion in the prox rca without any reported issue. Calcification was none to mild. The lesion was described as concentric with 90% stenosis and severe tortuosity. The stent was post dilated to 16 atm. Post implant stent fracture type 1 was identified. This was later confirmed by a medical advisor. No patient injury reported. The site disagreed with the stent fracture assessment. The physician assessed that there was no stent fracture of implanted stent. No intervention is planned.